Event description:
A us distributor contacted zoll to report that a patient developed a red rash on their sides from the lifevest equipment. Patient reports a nickel allergy and also noticed a gel leak. The patient¿s physician suggested cleaning the electrodes with alcohol. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.